Event description:
The customer reported the ventilator was alarming due to flow sensor calibration data errors. The customer reported that the unit was not in use on patient; therefore, there was no patient involvement or harm. The reported problem is indicative of an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors, and failure may result in a vent inop occurrence. The manufacturers field service engineer (fse) was able to duplicate the reported problem when the device was powered on. The fse replaced the gas delivery system to correct the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Gas delivery system.

Manufacturer narrative:
Event date: (B)(6) 2014. Received by MFR date: 10/07/2014. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).